Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found; full lead was returned for analysis.